Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after using this swan-ganz catheter, the customer realized the device was expired. The device worked effectively and as prescribed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). No product was returned for evaluation. However, an image was available for investigation. The image evaluation of the packaging product received from the customer shows an expiration date indicating that the product is expired. Based on this evidence, the report can be confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. In this case, there was no allegation or indication a device malfunction. Investigation results indicate root cause is likely related to not use the dfu instructions. This is a sterile product. Therefore, the potential risk of infection due to use beyond the labeled expiration date is not remote. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.